Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported error messages. He tried to clear them and they came back after few seconds. The repeated clear action make the errors disappear. He then activated all monitoring function (level, bubble and pressure) and linked them to a pump. Few second later he got the same error message indicating that the monitoring function was no longer controlling the pump. A preliminary evaluation of the technician is that the sensors modules placed in the even slots of the e/p pack got disconnected from the can-bus and that likely this was up to a defective dc/dc module. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the following error messages appeared on s5 system during set up: "no surveillance pump 1" , "no surveillance pump 2a", "no surveillance pump 2b". The user restarted the pumps twice and used the system for the procedure. The same problem occurred again after one (1) hour run and the user cleared them. After a while he realized that the bubble sensor was not activated. He turned it on and could complete the procedure without further issues. There was no report of patient injury.

Manufacturer narrative:
H.10: the dc/dc module has been requested and investigated by livanova. Deviation could be reproduced and a defective dc converter which could not provide 5volt after heating up due to old age was found. With no supply voltage from the dc/dc module to the sensor module, this switches off and the pumps are no longer monitored. The root cause of the reported malfunction was a defective dc/dc module.

Event description:
See initial report.